Event description:
It was reported during a total knee arthroplasty procedure of the right knee, it was observed that the cuts that did not match the doctors plan, specifically on the tibial cut while using the robotic-assisted solution satellite station device. It was reported that the event occurred during range of motion check. It was reported that an additional two degree cut was performed. It was reported that the device was being used with a robotic assisted base station. It was not reported if there were any delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Device manufacture date is unknown. The device serial or lot number is unknown, therefore UDI: (B)(4) unknown.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was evaluated. There were no manufacturer or service related issues found. The device log files were analyzed and it was determined that the investigation was unable to match a log file with the reported event. Therefore, the complaint cannot be confirmed. The assignable root cause could not be determined. No failure or defect was found. D4: the device serial number was unknown in the initial report and has been updated accordingly. The device UDI has also been updated. UDI: (B)(4).